Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the inflation balloon popped during use. The device was replaced with a new one. No patient injury/harm.